Event description:
It was reported that the patient measured his blood glucose value with the result of 559 mg/dl at 2:30am and approximately 30 minutes later the blood glucose value measured 37 mg/dl. The patient developed symptoms of bad sweats, loss of feeling in his leg, hyperglycemia, tiredness, fatigue, numbness, and excessive sleeping and was brought to hospital, where he arrived at 5:30am. At 6:00am he took 40 units of insulin based on the result 559 mg/dl, measured at 2:30am. At hospital he was given insulin and also treatment through an IV due to high blood glucose values and an infection. While his blood sugar was checked regularly in hospital, deviations in readings have been observed between the patient¿s meter and the professional meter. His meter displayed a value of 521 mg/dl while the values tested with the hospital meter resulted in 321 mg/dl and 237 mg/dl. These readings were taken within 15 minutes. The patient had to stay 2-3 hours in the ER but it is unknown how long he was in the hospital.